Event description:
It was reported that the atrial lead had loss of sensing and had a "mistake in the helix mechanism." The ventricular lead had loss of sensing and had a break near the tip. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix was distorted/bent. It was also noted that the distal conductor was fractured due to overstress, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor was distorted, there was blood in/on the helix mechanism, and there was apparent explant damage.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that through visual summary that there was apparent explant damage. Blood was found covering the distal end of the electrode. The proximal conductor was distorted. The analyst noted the lead was received with a kinked distal tip and the kink prohibits proper functioning of the helix.